Event description:
Mcgrath video laryngoscope was reprocessed using high level disinfectant rapicide pa (using the medivator) and then sterilized in the v-pro according to IFU. After processing, moisture was trapped under the screen rendering the video laryngoscope unusable. Per the hospital, the manufacturer replaced the device with a new device.